Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review and one fluoroscopy image were reviewed. The investigation is inconclusive for catheter dislodgement and failed tissue in-growth to cuff, as the photo review could not confirm a deficiency/ functional issue. Per the image review, the ij catheter tip is very high, at the level of the clavicle, but there is no previous image to show original insertion point. The image review could not confirm a deficiency/functional issue. The definitive root cause could not be determined based upon available information. Placement, usage, securement, mechanical, physiological and/or material factors may have contributed to the reported event. However, it is unknown if procedural issues contributed to the reported event, as the exact clinical and patient circumstances at the time of the reported event are unknown.

Event description:
It was reported that the tissue failed to grow around the cuff, which lead to dialysis catheter dislodgement. It was further reported that approximately 20 to 30 days post insertion, the catheter was replaced with a new dialysis catheter. The patient was reported to be undergoing dialysis treatment post replacement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2019).

Event description:
It was reported that the tissue failed to grow around the cuff, which lead to dialysis catheter dislodgement. It was further reported that approximately 20 to 30 days post insertion, the catheter was replaced with a new dialysis catheter. The patient was reported to be undergoing dialysis treatment post replacement.